Manufacturer narrative:
A patient was experiencing low impedance was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2021-12841. It was reported that the patient experienced low impedances on their scs system depending on their body position. In turn, the patient underwent surgical intervention wherein the system was interrogated. When the lead was tested with an external cable, the impedance values read within normal ranges. The physician explanted and replaced the scs ipg and the lead was connected to the new ipg. The impedance levels were normal.